Manufacturer narrative:
(B)(4) - follow up MDR for correction. Following the submission of the initial MDR, it was determined that the affected product was not a bd manufactured or supplied product.

Event description:
It was determined that the affected product was not a bd product.

Manufacturer narrative:
(B)(4). Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Event description:
Material #302830 lot #315023x it was reported by customer that there was a medication leak around the stopper in the batch of syringes. Verbatim: rcc received a complaint via email. Email(s) attached. We have had a bad batch of syringes lately that leak medication around the stopper. Can you please get with the rep and find out a remedy.¿ and ¿can you tell me if what are anything has changed with the manufacturing of the 20 ml syringes. Ref number 302830, anesthesia department is having issues with leakage from around the stopper.¿ material #302830 lot #315023x.